Event description:
Customer reported the alarm has power but will not sound when weight is removed from the sensor. Customer did not provide a date when this issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue, the alarm powers up and passes all functional tests, the alarm sounds as it should. However, the battery spring tabs are bent. Case is chipped near the battery door. Liqui-label is missing. (B)(4).